Event description:
On (B)(6) 2025 the user reported a hypoglycemia event with blood glucose (bg) measured at 69 mg/dl before dinner. The user treated some fruit and a salad with dressing, and bg subsequently rose back into range. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.